Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information stating that customer did not observe insulin dripping from the infusion tubing after adding 100 units of insulin.